Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. To address the high blood glucose level, the customer planned to take multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information for resetting the pump, assisted in the process, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and understood to call back if any issues arose.